Event description:
The account generated low level falsely reactive architect toxo igg results on patient samples when processed on the architect i1000sr analyzer. The account provided an example of one patient sample who was known to be architect toxo igg negative but tested architect i1000sr reactive (5 iu/ml). The specimen was repeated with beckman negative results and architect i2000 negative results at another laboratory. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The customer replaced the probe and the wash zone (wz) temperature tubing/sensor and indicated that the issue was resolved. The architect system operations manual provides adequate labeling with regard to limitations of result interpretation and troubleshooting the customer issue. A review of trending data did not identify a product issue or adverse trend associated with this issue. Based on the available information a deficiency is not identified. Based upon the data available, and the results of this evaluation, a single definitive cause of the customer issue was not able to be determined.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete.